Manufacturer narrative:
Report source: other: (B)(6) incident report reference no. (B)(4). The device was implanted and is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston corporation that an obtryx system - halo device was implanted into the patient during a procedure performed on (B)(6) 2013. Reportedly, after the implant surgery, the patient had permanent burning sensation in the cervix, microscopic bleeding with unknown origin, unbearable pain during penetration, occasional discomfort in the belly area, hips and pelvis. The patient had the implanted mesh for about 6 years and had been unwell for two years. Note: based on the limited information available, bsc will have to assume the worst case scenario. The reported event of "permanent" burning sensation may suggest this issue was irreversible.